Event description:
The device implanted in the pt's left long finger in 2004, and following trauma reported a problem 51/2 months later. The implant was removed and replaced with the same size device 2 weeks later. There was no sign of infection, and the pt is doing well now with the 2nd surgery having healed now.